Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020, due to the patient requiring routine MRI. The patient was reimplanted with a new cochlear device (from an MRI compatible series) during the same surgery.

Manufacturer narrative:
This report is submitted on 23 february 2021.